Manufacturer narrative:
Account reported patient is doing good and bcva has not decline. The doctor commented there is no injury. Placeholder.

Manufacturer narrative:
Placeholder.

Manufacturer narrative:
Service engineer visited the hospital to check the laser equipment as preventive maintenance on (B)(4) 2014. No problem was observed. Placeholder.

Event description:
Account reported that patient's cornea was perforated at the 5 o'clock during creating ring channel. Account reported that the operation was suspended right away. No adverse event was observed at the examination next day. Ifs was set up as in the planning sheet prepared by addition technology. Depth: 420; entry cut: 120; intacssk: 450mm; inner6.0 / outer 7.5.

Manufacturer narrative:
Information has been requested but at the time of this report the name has not been provided. At the time of this report the equipment evaluation has not been conducted. Placeholder.